Event description:
It was reported that during a laparoscopic hysterectomy procedure, the electrode was broken off when the device was wiped with a gauze after a while. No fragment fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the electrode tip broken off from the shaft and present. No functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off. An investigation has been initiated to address the potential root cause of the reported issues. A batch record review was performed and the batch (j9149t) had no anomalies noted during the manufacturing process.